Event description:
Lightheadedness, anxiety, I was wearing a mask as required, and shopping. About a half an hour in, I started getting a headache, then started getting lightheaded, to which my anxiety went into full effect. I felt as though I was about to pass out. I left my cart, and walked out of the store, removed my mask, took a giant breath of fresh air, and instantly felt better, thank god. FDA safety report ID # (B)(4).